Event description:
During an endoscopic procedure ("c.r.p", biliar bladder) the pt with deep sedation suffered apnea situation for a time period that is not known at the moment. Cause for apnea situation is unknown as well. The saturation pulse oximeter reading displayed on the monitor was reported to be 100% at the time of the event.